Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to loose/protruded drive support disk. No a33 alarm noted. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system during troubleshooting. The customer¿s blood glucose level was 298 mg/dl. Customer was admitted to the hospital due to high blood glucose level. Customer stated that the headache. Troubleshooting was performed. The insulin pump will not be returned for analysis.